Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) graft procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 15f sheath and the aaa graft procedure was completed. Reportedly post procedure, the knots were advanced and hemostasis was achieved. Moments later, no pedal pulses were noted. The patient was taken to surgery and it was found that the prostyle sutures caught the back wall of the vessel. The sutures were removed and hemostasis was re-obtained surgically. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. D4 - a partial UDI was provided as the lot number is not known the additional device referenced in b5 are filed under separate medwatch report numbers.